Event description:
Pump alarm 20 was reported during the pumping process, and cts assisted the customer in attempting to load a new cartridge; however, the issue persisted, and successful insulin therapy was not resumed. The customer declined to answer whether the issue caused their blood glucose level to exceed 500 mg/dl, leaving the impact on blood glucose level unreported. The customer was instructed to use multiple daily injections (mdi) as backup therapy, while the pump, still under warranty, was scheduled for replacement by cts. The customer was guided on how to store the pump for return and instructed to send back the malfunctioning pump using a pre-paid label within 10 days.